Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced assemblies determined that the root cause of the reported condition was damage to a connector, designator j3, on the system pcb assembly.

Event description:
It was reported by a physio-control field service rep that one of his loaner devices was displaying a service indicator, and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.